Event description:
Regulatory agency reported via patient that patient reported ¿poor self-confidence, depression, pain in joints, bones (not device related) and muscles(not device related), nausea (not device related), chronic fatigue, hair loss (not device related), heart palpitations and irregular pulse (not device related), night sweats (not device related), allergies, anxiety, memory problems (not device related), burning and swollen eyes (not device related), weakened immune system (not device related), breathing difficulties. Patient also noted "had a scan for possible metastases in the armpit. The lumps turned out to be leaked silicone, as the silicone implants appeared to have ruptured in several places. Over the years I have gotten worse and worse, but never thought that all my symptoms could be due to the breast implants that I had implanted. I was told that they were harmless and could be kept in the body indefinitely. I receive medical treatment for depression and add (not device related). However, in the last few years I have gotten worse and worse, and it is disabling for both my work and private life." This record is for the right side. The device remains implanted.

Manufacturer narrative:
The event of breast mass is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast mass, rupture, migration a review of the device history record has been completed. No deviations or non-conformances noted.